Event description:
The oxygenator on the cardiopulmonary bypass pump shut down when the arterial line came apart. The line was clamped and the circuit de-aired and the lines were secured. The lines were reconnected and secured, gases were checked and the procedure continued. The malfunction was found when pump blood was noted on the floor. Cardiopulmonary bypass was reestablished.